Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("my stomach looks exactly the same as you, bloated belly"), vaginal haemorrhage ("brown (old blood) discharge") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New reporter added. Case was upgraded from non-serious incident to serious incident. All references and source documents from deletion case (B)(4) were transferred to this case. Following event was added from deletion case : brown (old blood) discharge. On 23-mar-2020: social media received. Reporter, surgery name, action taken with drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.